Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device had developed a pocket infection. The patient is currently being treated with antibiotics. Subsequently this device was explanted. No additional patient adverse effects were reported. The device will not be returned for analysis and is under hospital possession to perform bacteria culture swab due to standard procedures.